Event description:
It was reported to philips that the heartstart xl defibrillator showed an inaccurate charge time during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.